Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter and handpiece used were not provided. A non-qualified viscoelastic was indicated. The product was not returned. The root cause for the reported lens damage may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. It is unknown if a qualified lens model/diopter and handpiece were used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The file will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported about a cartridge causing a scratch on the lens during the intraocular lens implant procedure. There was patient contact but no patient harm. The surgery was completed the same day and implanted with new lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).